Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Motor error alarm noted during basic occlusion test and the insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. The motor was tested outside the device and passed. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with minor scratches to the liquid crystal display window, broken reservoir tube lip, and cracked battery tube threads. The insulin pump passed off no power test, selftest, reset error test, and displacement test. (B)(4).

Event description:
The customer reported via telephone call that a piece of the reservoir compartment broke off during a set change. She did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.